Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98 (troponin-I stat high sensitivity), and a 510k number of k191595.

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results for a 51-year-old male patient. The following data was provided (customer¿s reference range is <0.0342 ng/ml): sample ID (B)(6) result, on (B)(6), was 0.142 ng/ml. The patient was recollected on (B)(6), and the result was 0.135 ng/ml. The sample was treated with peg6000 and the result was 0.00682 ng/ml. The other myocardial proteins and the electrocardiogram were normal for the patient. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results for a 51-year-old male patient. The following data was provided (customer¿s reference range is <0.0342 ng/ml): sample ID (B)(4) result, on 15jun, was 0.142 ng/ml. The patient was recollected on 16jun, and the result was 0.135 ng/ml. The sample was treated with peg6000 and the result was 0.00682 ng/ml. The other myocardial proteins and the electrocardiogram were normal for the patient. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, the review of complaint text, trending data, labeling, device history records, and testing of retained reagent kit. Return testing was not completed, as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 72196ud01, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A search for similar complaints identified an increase in complaint activity for lot 72196ud01, however, no increase in complaint activity was identified for list number (B)(4). Device history record review did not identify any non-conformances or deviations for the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect stat high sensitive troponin-I, lot number 72196ud01, was identified.